Event description:
It was reported that the customer experienced a blood glucose (bg) level below 30 mg/dl; cause was unknown. Customer required assistance consuming carbohydrates and paramedics were called to address bg level. No treatment was provided, "paramedics only spoke with the customer and then left." Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.